Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had problems with the fiber optic cable. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, d10, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d1, d4(version or model #, catalog #, unique identifier (UDI) #). No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.